Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the patient's mouth. It was noted that the capsule trocar needle did not advance and remained attached to the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis determined no significant anomalies. The capsule was returned unattached to the delivery system. The capsule trocar needle had not advanced and blood was present. The delivery system was returned bent with the plunger fully depressed. The root cause of the failure could not be determined.